Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that their ins had stopped working on december 1st. Pt's health care professional (hcp)-told pt to contact a medtronic rep to get listings of surgeons to replace the ins because pt's current hcp uses abbott and not medtronic. Pt mentioned their house burnt down and all the stuff with rep's contact info got burned. Pt called to get assistance getting in touch with a rep. Reviewed rep's role. Offered to help with hcp listings. Emailed hcp listings, provided the first contact from the list over the phone. Redirected to hcp regarding ins replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.